Event description:
Information received from a patient reported that they were having recharging issues that started about a year prior to the date of this report. The patient reported that it would be really hard to charge and it would take a long time. The patient stated that they would typically recharge with tape patches. It was also reported that the patient had experienced a lot of falls, including breaking their pelvic bone. The patient reported that their implantable neurostimulator (ins) seemed lower in the body. The patient stated that they don't walk well and only uses one arm. The patient was to follow up with their healthcare provider (hcp) to assess their implant and other issues. It was also mentioned that the patient was at a court house a couple of weeks prior to the date of this report and a hand held wand was used over their implant. However, the patient confirmed that there were no noticeable interactions in terms of stimulation change. No patient symptoms were reported. Indication for use is spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that patient was getting their device replaces with a primary cell battery. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional infomration was received from a manufacturer representative. It was reported that the patient's ins was discharged because they hadn't charged in at least a month. A physician mode reset (pmr) was attempted (date unknown) and was unsuccessful. The ins was replaced on (B)(6) 2017. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.